Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent hypoglycemia while using the ilet, including a glucose nadir of 50 mg/dl and several hours with glucose values under 70 mg/dl, after a period of elevated glucose; the user paused and disconnected the ilet for approximately three hours and treated lows with oral glucose, 15 g of carbohydrates, and fast-acting gel or powder. Symptoms included no loss of consciousness and no other acute neurologic or systemic effects. Outcomes included no need for assistance from others and no professional medical intervention or hospitalization. Investigation included troubleshooting and education regarding hypoglycemia management and potential contributing factors, as well as consultation with the clinical team about whether a factory reset was indicated. Investigation of this case revealed no device malfunction and suggested that insulin already delivered before pausing could have contributed to continued glucose decline; no alerts or alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely multifactorial. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.